Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
I am just making contact to let you know of a product complaint that arose earlier today with a dislocated constrained pinnacle liner. To give some context, this patient had a primary hip replacement (I cannot find the details of the original operation) and suffered very frequent recurrent dislocations. Due to this, she was revised on the (B)(6) 2017 with the implants listed above. The x-ray for this is shown in the attachment. Last month she was examined again with no problems. We revised the constrained liner today using the correct instrumentation as per the surgical technique. I have kept all removed implants to be decontaminated and returned for inspection. Once I receive the relevant return details I will return them. The histology/pathology reports were negative at the time of the original revision ((B)(6) 2017). The patient suffers from hypertension, diabetes, bmi 40. The patient is also a (B)(6).

Manufacturer narrative:
Pc-(B)(4).examination of the returned devices confirms the reported event. Product problem has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.